Event description:
A report was received that the patient will undergo a lead revision procedure because 14 out of the 16 contacts are highly impeded. The physician will replace the paddle lead with a new one.

Event description:
A report was received that the patient will undergo a lead revision procedure because 14 out of the 16 contacts are highly impeded. The physician will replace the paddle lead with a new one.

Event description:
A report was received that the patient will undergo a lead revision procedure because 14 out of the 16 contacts are highly impeded. The physician will replace the paddle lead with a new one.

Event description:
A report was received that the patient will undergo a lead revision procedure because 14 out of the 16 contacts are highly impeded. The physician will replace the paddle lead with a new one.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial / lot #: (B)(4) description: precision implantable pulse generator (ipg) additional information was received that the patient underwent a revision wherein the paddle lead was replaced due to suspected malfunction and the ipg was replaced per physician's preference. The patient was doing well following the procedure. Sc-8120-70 / serial # (B)(4) the complaint of high impedances was verified. All electro wires of the paddle lead were fragmented at the suture sites. This event would cause stimulation intermittent, loss and high impedance readings. Sc-1110-02 / serial # (B)(4) device evaluation indicated that the ipg passed visual, operational, electrical, performance and photographic imaging tests performed. The ipg was verified to be working as expected.